Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator upgrade procedure. While the pacing lead was being removed, the physician reported seeing an insulation breach. Sensing, threshold and impedance values were normal and stable prior to the procedure. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.